Event description:
Patient was implanted with matrix construct at l5-s1 for a fusion on (B)(6) 2012. Reportedly the matrix polyaxial screws at the s1 level broke post-operatively. Patient was returned to the operating room on (B)(6) 2013 for revision surgery. . The surgeon removed the two broken screws and replaced the screw with new depuy expedium screws. The surgeon also performed a posterior lateral fusion with packed bone. The surgeon reported the patient did not fuse. It is unknown how and when the screws became broken. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Screw was received with the body attached with a break on approximately the second thread from the neck. The measurable dimensions were measured, including raw material and all passed specification. The diameter at the break could not be measured due to damage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records (DHR) showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.